Manufacturer narrative:
H3: initial inspections found the motor was corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, when the doctor installed the handpiece into the ipc for testing, the doctor found that the motor was overheating in less than a minute and producing abnormal noise. The doctor tried to reconnect the handpiece but useless. The handpiece was being run at 12 ,000 rpm in forward mode. 30cc/min irrigation was used. Finally, the doctor replaced the handpiece and proceeded with the surgery. There was no patient involvement.